Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 199 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient was experiencing severe burning ("feels like a fluid heat or a hot liquid) in the back of the pump which was significantly uncomfortable. No trauma, fall or other event associated with the sensation had occurred. The caller was redirected to follow up with the healthcare provider (hcp). Additional information was received from the healthcare provider (hcp) on (B)(6) 2019 who indicated that the cause of the burning sensation was unable to be identified. It was reported that the implant site may need to be explored and the issue would be revisited on (B)(6) 2019. Additional information was received on (B)(6) 2019 that reported that the patient reported internal burning beneath the pump. There were no environmental, external or patient factors that may have led or contributed to the issue. It was unknown if there were any diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the physician replaced the pump. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.